Event description:
Event description guidant received information that 55 months post implant, this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. The physician has expressed concern with the device's longevity.